Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the black (main_batt) wire was open in the trunk cable, causing the service code 204. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a service code 204. The pt was issued a replacement electrode belt.